Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the chair was shutting down with no error codes. It shut down the patient was in the store, the patient's son was with him and was able to push him to their van.